Manufacturer narrative:
A review of the complaint history record was performed for (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 14/apr/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6), was performed which confirmed that this device was involved in a production failure (q6 200151527) for out of calibration which does not correlate to the customer reported issue.

Event description:
It was reported by the customer the device received alarm - error codes / messages. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The affected device has been received and an evaluation is pending.

Event description:
It was reported by the customer the device received alarm - error codes / messages. There was no additional information provided and no patient involvement.